Manufacturer narrative:
A visual, functional, dimensional analysis was performed on the returned device. The break was confirmed as a closing of the lever over the follower causing a separation of the lever. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of pain is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned analysis, the investigation was unable to determine the cause of the reported issue. In this case, it cannot be determined why the plunger could not be removed. It is possible a snag occurred as well as the reaction by the patient which may have given pause to the physician to attempt further force. Once the lever was closed further damage will occur with the plunger in place. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after a peripheral intervention procedure with a small-bore sheath. Reportedly, the patient felt pain after the needles were deployed. The patient hunched and bent their leg upward. The needles were unable to be removed. The footplate was closed to attempt removal, and the device body opened slightly; however, the needles were still stuck. Vascular surgery was performed to remove the device and to achieve hemostasis. A clinically significant delay in the procedure was reported. No additional information was provided.